Manufacturer narrative:
H3/h6: the system was serviced in the field and the mvs computer was replaced. They configured all pacs and stealth and verified system operation and verified mvs ups battery support. The mvs computer passed the three minute mark test. The system passed all tests and was performing as intended. Codes 10, 180 and 4307 it was noted that the site has swapped inner 135 degree cover with another system's and there are no cover screws. Site needed to replace inner cover and all screws. It was also noted the radiology technicians should re-run fluoro and rad gain calibrations after cover reinstalled. This is unrelated to this case. D10/h3: the computer was returned and is currently under analysis. At the time of filing no analysis results are avilable. The lot number of the computer is rev. 11 : s/n (B)(6) / 1459548. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: the computer was returned and analyzed. The repoted complaint was confirmed. The os and o-arm application 3.1.7 loaded successfully. Bios (time and date) was incorrect. Resume on ac power setting was set to off. System setting window had confirmed a software change which requires a restart. Mobile viewing station (mvs) server was restarted and the system booted completely. They were unable to remove patient data. The cd rom drive e:/ was not accessible; they were unable to read cd and incorrect 4 partitions of hard drive. Codes 10, 180 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: kit svc bi710 00862 mvs comp 090/3.1.7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system's mobile viewing station's (mvs) monitor would not power on. There was no patient present at the time of the event.